Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/19/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: -please confirm whether this issue occurred during a single patient/procedure or multiple patients/procedures. Occurred in one case -how many devices demonstrated the alleged deficiency on each involved patient event? After three attempts from same box we pulled the box -for each involved patient event, how many devices demonstrated the alleged deficiency? If possible, please specify how many devices were frayed and how many shredded (broke). Three - when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. During handling during the procedure - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep contact lb to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown procedure, their customer observed the suture fraying and shredding while being used by the surgeon. No patient consequences were reported. There were no patient consequences reported. Additional information was requested.